Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with unspecified intravenous and oral antibiotics (doses and frequencies not reported) for the event. The patient recovered from the peritonitis event. The patient stated that their pd catheter was removed "a couple of months ago" and hemodialysis was initiated. No additional information is available. And oral antibiotics (doses and frequencies not reported) for the event. The patient recovered from the peritonitis event. The patient stated that their pd catheter was removed and hemodialysis was initiated. No additional information is available.